Event description:
The distributor reported that the pump did not power on and there was no sound upon battery insertion. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: there was no physical damage found to the battery compartment; the battery cap was not returned so a test cap was used during testing. The pump booted to the verify screen with appropriate alarms. There were no alarms related to the complaint in the alarm history. The black box showed no reboots or power issues. The pump was exercised for 24 hours without power loss or interruptions.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.